Event description:
The customer reported that there was a communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. This could result in add'l unnecessary delay and/or anesthesia. There is no report of pt injury.

Manufacturer narrative:
A ge rep evaluated the system and reseated the fluoro functions board. The system operates as intended.